Manufacturer narrative:
(B)(4). The defective sample was not available for evaluation, however, a retained sample was tested. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo set line came away from the chamber. There was no patient involvement. No additional information is available.